Manufacturer narrative:
Device evaluated, visual inspection performed and found tamper seal removed/broken: removed. Physical condition is good, no visible damage. The reported issue was duplicated. The cause of the reported issue was due to low voltage. Connected to an ac power cord and charged for over three days solving the issue. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.

Event description:
It was reported that the device had lost all data. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.